Event description:
Pt reported obtaining a blood glucose result of 50 mg/dl, while using the suspect device. Pt noted that he was not experiencing any hypoglycemic symptoms. Pt repeatedly retested blood glucose, approx 10 minutes later, with results of 334, 316, and 255 mg/dl. Pt reportedly delivered 6 units of insulin aspart, based on the result of 255 mg/dl. No pt injury was reported. Quality control testing had been performed on the suspect device and the results fell within the acceptable range. Tech support requested the return of the suspect product and replacement product was shipped.